Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic, the surgeon reported that he could press the green button however could not squeeze the handle. Surgeon also reported a reload that doesn't form properly and had incomplete staple line. They used another reload to resolve the issue. There was no patient injury.